Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) have exhibited two high out of range (oor) shock impedance measurements of 125 ohms over the past three months. Additional information revealed that the cause of the oor measurements was not determined and the patient will continue to be monitored. The rv and crt-d continue to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.